Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken belt clip slot, missing reservoir tube o ring, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump had piece broke off at the top of reservoir compartment. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer reported that the reservoir was unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.